Manufacturer narrative:
Concomitant medical products: model: dtba1d1, crt-d, implanted: (B)(6) 2016-.08-11 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their cardiac resynchronization therapy defibrillator (crt-d). A remote transmission was sent from the ed. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead displayed evidence of suspected intermittent t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.